Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on 04/26/2005 patient underwent the following procedures: l4 bilateral laminectomies, foraminotomies, partial facetectomies; l5 bilateral laminectomies, foraminotomies, partial facetomies; s1 bilateral laminectomies, foraminotomies, partial facetomies; l4-5 transformaminal lumbar interbody fusion via posterior technique; l5-s1 transformaminal lumbar interbody fusion via posterior technique; l4-5 posterior lateral fusion; l5-s1 posterior lateral fusion; insertion of intervertebral biomechanical device x2 at l4-5 and at l5-s1; segmental posterior spinal instrumentation with pedicle screws at l4, l5, s1; use of local allograft from spinous process and lamina for spinal fusion; use of structural allograft, bone graft and rhbmp-2 to treat the pre-op diagnosis: lumbar stenosis, l4-5 and l5-s1; degenerative disk disease, l4-5 and l5-s1. Op notes: the surgeon proceeded with l4-5 and l5-s1 transforaminal lumbar interbody fusion. The transversing exiting nerve root were identified and protected. Lateral transversing nerve root annulotomy was performed at l5-s1 using a knife and pituitaries to remove the disk and then a series of disk dilatory and disk shavers were utilized. Then the end-plates were prepared using curettes and rasp. Appropriate sized caged device measuring 8mm was packed with structural allograft rhbmp-2 and then under fluoroscopic guidance impacted into position. Next attention was turned to the l4-l5 level. Again the exiting transversing nerve roots were identified and protected. Annulotomy was performed. The disk space prepared as described above and then the appropriate-sized caged device measuring 11mm was packed with rhbmp-2 and under fluoroscopic guidance was impacted into position. The pedicle probes were placed down the pedicles bilaterally at l4, l5 and s1. A 6.5 x45mm screws were placed bilaterally at l4, l5 and at s1 7.5 x40mm screws were placed. Interoperative neurophysiological monitoring were utilized to test the screws to ensure there was no nerve root impingement. These were within normal limits. At this point, connecting rods and set screws were placed. After decortication, the structural allograft, bone graft matrix, as well as rhbmp-2 as well as local allograft at spinous process and lamina were placed over the decorticated areas. The exposed dura was covered with tisseel as a scar barrier. The patient was extubated and taken to pacu without incidence. On (B)(6) 2008 the patient underwent the following procedures: l4-l5 laminectomy, transforminal lumbar interbody fusion, l3-l4 posterolateral fusion and hardware exchange l4-s1 to treat the following pre-op diagnosis: l3-l4 stenosis and l3-l4 degenerative disc disease. Op notes: endplates were prepared with curets and a rasp. The appropriate-sized intervertebral peek cage device measuring 11mm by 25mm was packed with structural allograft, rhbmp-2 and impacted into position, completed interbody fusion at l3-l4. The pedicle screws from l4 through s1 were removed. New holes were paced at l3 at the junction of the supraarticular process and transverse process and 45 x 6.0 mm screws were placed at l3, l4 and l5 and 40 x7.0mm screws were placed at s1. Screws tested within normal neurophysiologic monitoring. We placed rods and screws. Then, we proceeded with posterolateral fusion at l3-4 by decorticating the transverse process at l3 bilaterally and the previous fusion mass at l4. This was bridged with structural allograft and local graft. The incision was irrigated. Tension was placed over the dura as a scar barrier. A deep drain was placed and then the incision was closed in layers. The patient was extubated and taken to pacu without incident. No other information was provided.